Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a generator change-out for normal eri, externalized conductors, increased capture thresholds, and high pacing lead impedance were observed. Patient was asymptomatic. The lead was successfully explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 12.0-15.7cm from the distal tip. Internal insulation abrasion was noted at 6.8-8.3cm and 28.9-30.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.7-8.9cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of increased threshold.